Event description:
It was reported that after blood prime, it was discovered that the back side of the oxygenator did not prime with blood all the way to the top. The stopcock at the top of the oxygenator had to be opened in order for the blood to rise appropriately. Three to four hours later, a clot had formed in that location of the oxygenator. Pictures of the failure were provided. No patient injuries were reported as a result of this event.

Manufacturer narrative:
The device was returned for evaluation and an investigation has been initiated. A supplemental report will be submitted with the results when the investigation is completed. (B)(4).